Event description:
While ventilating a patient, the device changed ventilation modes from synchronized intermittent mandatory ventilation to continuous positive airway pressure mode of ventilation with no user input. No patient injury.